Manufacturer narrative:
Event occurred on an unknown date. Date listed is article publication date. This report is for an unknown philos screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: bu g., et al (2021) mutiloc nail versus philos plate in treating proximal humeral fractures: a retrospective study among the alderly, geriatric orthopaedic surgery & rehabilitation volume 12, pages: 1¿9, (china). This retrospective study aims to compare clinical outcomes between multiloc nail and philos® plate (depuy plate synthes, oberdorf, switzerland) on relatively homogenous phfs patients. Between jan 2016 and dec 2017, a total of 82 sustained patients from the initial 232 patients with proximal humeral fractures (phfs) admitted who met the criteria were recruited for the study. 34 patients (11 males and ) age 67.2 to 6.31 years were treated with the multiloc nail and the remaining 48 patients (17 males and) age 66.3 to 7.05 years were treated with the philos plate. During surgery, a non-absorbable suture (ethibond®, mb66) was also used. The duration of follow-up averaged 15.6 months (range 12¿ 24 months). The following complications were reported as follows: nail group: 9 general complications. Plate group: 2 plates were removed due to screw cut out of articular surface. 26 general complications: three patients experienced reoperation, humeral head necrosis (1/48), decreased neck-shaft-angle (nsa). This report is for an unknown synthes multiloc nail and unknown synthes philos plate. This is report 1 of 2 for (B)(4). This report is for an unknown philos screws.